Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-00791. It was reported after a fall, the patient experienced undesired sensation (described as jolting) from her scs system. A diagnostic check revealed high impedance readings. In turn, the patient underwent surgical intervention at which the leads were explanted and replaced. Reportedly, effective stimulation resumed following the procedure and the issue is resolved.